Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 5.1 cm abdominal aortic aneurysm approx 3 weeks ago. The aortic neck was severely angulated at 70-80 degrees, and it did not contain thrombus. It was reported that 2 days post implant, the pt presented to the hosp with no sensation to the pt's legs. An MRI from the t12 to the l1 was performed and showed some ischemic changes. The decision was made to treat the pt with steroids. No add'l info was provided.

Manufacturer narrative:
(Required intervention) - (loss of limb sensation). Evaluation results, conclusion: severely angulated aortic neck.